Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion, vaginal bleeding, urgency and abdominal pain mesh was excised on (B)(6) 2007, (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele with uterine prolapse, and menorrhagia. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also 2210968-2014-00937. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient experienced erosion, physical pain, and additional impairments and will require additional medical treatments.

Manufacturer narrative:
Undefined medical treatments. Undefined impairments. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.